Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms, and found that the force required to secure the door with a loaded IV set is above expected levels due to cracked threaded insert boss and raised threaded insert causing separation between front cause and mechanism assembly. The front case was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. There was no pt involvement.